Event description:
While treating a pt in cardiac arrest, the monitor/defibrillator would not allow the user to shock the pt which had an ECG of ventricular fibrillation. Several attempts to correct the situation were unsuccessful. Later it was determined that a connector pin on the cable had broken off and was not noticeable to the user. This has been an ongoing problem with this device. The MFR has attempted to correct the problem with a shield to protect the cable but the shield does not reliably remain attached to the device and protect the cable.